Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the closure device was removed with a sling. It was further reported that the closure device was removed with snare.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It reported that a device embolization occurred. On (B)(6) 2017 the patient underwent a left atrial appendage (laa) closure procedure. The patient's left atrial pressure was 15 mmhg and they were in atrial fibrillation. During the procedure, a 27 mm watchman laa closure device was deployed in the laa. After all criteria was met, the closure device was released in the laa. The compression was noted to be between 8-15%. On (B)(6) 2017, the patient returned for their 45 day follow-up appointment. An x-ray revealed that the closure device had embolized to the descending aorta. The patient was asymptomatic. Two days later on (B)(6) 2017, the closure device was removed with a sling. No further complications were reported and the patient was discharged home.